Event description:
The customer contacted baxter's service center regarding a disconnected bag which occurred on the homechoice (hc) during fill 1 of 4. The home patient (hp) stated that she closed all of the clamps and disconnected when a bag disconnected. The technical service representative (tsr) assisted the hp with ending therapy early and removing the cassette. The hp was to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the home patient on (B)(6) 2012. She stated that she did not notice anything unusual about her supplies that night that may have caused the connection issue. After starting over with new supplies, therapy went well. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded but the lot number was known, therefore no evaluation for the sample will be done. A follow-up report will be filed if any additional information becomes available.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).the problem was not confirmed and the root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.